Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected exit block. It was also reported that the left ventricular (lv) epicardial lead exhibited high and rising thresholds. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.